Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen (60 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately 0.043% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral swelling, redness and possible infection 18 days post miradry treatment. Antibiotics (keflex 500mg qid for 7 days & cipro for 10 days) were prescribed. By 46 days post-treatment, the treating clinic confirmed the patient's symptoms were improving.